Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s mother reported that her daughter¿s insulin pump had crack on screen and drive support cap was damaged as insulin pump dropped accidently. Customer¿s current blood glucose was unknown. Customer advised to discontinue use of the pump due to the damage on the drive support cap might compromise the pump's motor which might cause over or under delivery of insulin. Insulin pump will not be return for analysis.